Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her one touch ultra meter was displaying the batter indicator. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred on the same day at 5:30pm. She also mentioned experiencing symptoms of being shaky and weak. She had taken an increased dose of diabetes medication. However, she did not receive/require any medical intervention. At the time of troubleshooting, it was verified that this was not a new product. It was also discovered that the pt had not changed the battery per the owner's manual (use error). This complaint is being reported because the pt alleged experienced symptoms suggestive of hypoglycemia after the reported issue began. The issue was resolved with troubleshooting. Replacement products were sent to the lay user/pt.